Manufacturer narrative:
The customer returned forty (40) sensors: thirty-six (36) unopened (still sealed in original manufacturer packaging) and four (4) opened; the opened sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed. (B)(6). Model # corrected from 4002 to 4002-9.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported a batch of rd set inf and rd set neo probes rejected because have seen spectral deviation of -4% (at 70% saturation) in several probes. No consequences or impact to patient was reported.